Event description:
Not sure if I'm in the correct place, but desperately need help. I have had saline breast implants for about 20 yrs now and I'm experiencing a laundry list of health problems. Now you need to know that I have (B)(6) and some of these symptoms may be related. I have flu like symptoms, headache (everyday) migraines (every other day) joint pain, nausea, mental confusion, vision issues (had eye exam, nothing wrong) a very weird burning sensation, swollen and painful breast (breast also change size) etc. I'm not sure of the make or model of breast implants I have, but I went to a great dr, and have never had a problem until now. None of my drs seem to understand my health issues. Please, if any of this sounds like an implant problem, tell me how to get help. Thank you. FDA safety report ID# (B)(4).